Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at kls se. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
It was reported during initial surgery a twist drill broke during use. A portion of it remains implanted.